Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer¿s blood glucose level was unknown. The customer reported that when he tested and had high blood glucose it was giving recommended setting and amount but it will not allow to the insulin pump. The customer tried to manually put it in the bolus and it also would not allow him to deliver bolus either way. The customer stated that buttons were hard to press and not responsive and the plastic was worn off. The customer also reported that the keypad act button was damaged. The customer stated that the reservoir lip ring was not damaged. The customer also stated that they have been getting motor errors since last year. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Pump received with cracked keypad overlay.